Manufacturer narrative:
Patient specifics with regard to age and weight were not provided by the doctor. The office alleged that the patient had experienced decay and infection underneath the crown approximately six (6) years after placement. The crown was made from a material that was like a feldspathic, and the office was notified that feldspathic materials are contraindicated for use with breeze self-adhesive resin cement as is stated in the directions for use. The patient will return on (B)(6) 2014 to have a root canal procedure completed and placement of a new crown and post. The office reported that they would directly contact pentron regarding any further patient information updates. An update will be provided if any new information becomes available. The product was not returned and no lot number or catalog number was provided; therefore, no evaluation can be conducted.

Event description:
A doctor's office alleged that two (2) patients had experienced marginal leakage underneath restorations approximately four (4) to six (6) years after placement with the breeze self-adhesive resin cement. This is the first of two (2) reports.

Manufacturer narrative:
A root canal procedure was completed and a new post and crown were placed for the patient. To date, the patient had fully recovered and is doing fine.